Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the health care professional (hcp) put a magnet over the cardiac resynchronization therapy defibrillator (crt-d) but did not heard the device beeping. There was no pacing on the electrocardiogram (EKG), however, there were pacing spikes on the monitor but the hcp was not sure if it was pacing. Boston scientific technical service (ts) was questioning the functionality of the device. An attempt to obtain additional information from the field was unsuccessful. This crt-d remains in service. No adverse patient effects were reported.